Event description:
Healthcare professional reported left side "rupture". The device has been explanted. Manufacturer of device unknown.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted. Manufacturer of device unknown.

Manufacturer narrative:
Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported left side "rupture". The device has been explanted. Manufacturer of device unknown.